Event description:
It was reported that during a bph surgical procedure "diminished vaporization" was observed at 35,732 joules and 07:47 minutes of use. The fiber was exchanged and the case was completed with the second fiber. Patient outcome was reported as: "ok." No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on failure analysis results the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.